Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) displayed an error code. It was found the error code was due to an interruption of the self test during the start up procedure. The error code was unable to be duplicated and the epg remains in use. There was no patient involvement.